Event description:
There is foreign material on the instrument in the unopened sterilized pack.

Manufacturer narrative:
With regards to this complaint, one 25 gauge disposable high speed tdc cutter was received for investigation. As received, the pouch was unopened. Visual inspection confirmed the presence of a hair-like particle inside the pouch. Device history record review revealed no deviations. The packaging of the related product is executed in a class 7 cleanroom environment to ensure minimum contamination. In addition, the product was subject to 100% visual inspection. Based on the investigation performed, it was concluded that this event can be attributed to a human error in the quality control of the product subject to this event. A review of the complaint database showed that no similar complaints have been reported on this specific lot previously. Furthermore, trend analysis indicate that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Manufacturer narrative:
The pack is being returned to the manufacturer for investigation.

Event description:
There is foreign material on the instrument in the un-opened sterilized pack.